Event description:
It was reported that the bd alaris smartsite low sorbing secondary set lin broke from drip chamber. The following information was provided by the initial reporter: feb: secondary line broke from drip chamber - lot (10)22109389 - line does not contain drug, normal saline only (non-cytotoxic).

Manufacturer narrative:
H6: investigation summary one sample was received and tested by our quality team. The separation from drip chamber was immediately noticed and the complaint was verified. The tubing was analyzed under microscope and there was an evident lack of solvent. This is the root cause of the failure- improper application of solvent during assembly at the manufacturing plant. A trend for the drip separation issue has been identified for this product line. We have funded a project to examine how to further increase the robustness of the 10014881 device and prevent future occurrences of this type. As part of the action plan, changes to the drip chamber to tubing assembly are in the process of being implemented. A device history record review for model 10014881 lot number 22109389 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite low sorbing secondary set lin broke from drip chamber. The following information was provided by the initial reporter: feb: secondary line broke from drip chamber - lot (10)22109389 - line does not contain drug, normal saline only (non-cytotoxic).